Event description:
Post uae she experienced spotting, cramping, low grade fever, constipation, and severe abdominal pain. The ir who performed the uae was unresponsive to her reports of problems. She is scheduled for a hysterectomy. She states "I should have been given more information before the procedure and after to help me understand what was happening. The particular hospital I went to had very little information." She feels strongly that women need to be informed about the consequences of uae before consenting.